Event description:
The home patient (hp) contacted a global technical service rep (gtsr) and reported her transfer set separated from the titanium adapter during dwell 1. Although the patient did receive prophylactic antibiotics (vancomycin 1g intraperioneal), there was no further patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.